Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis. .

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the large clip applier instrument clips do not engage when deployed. The user completed the procedure with no further issue reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The large hem-o-lok clip applier instrument was analyzed and found to have both tall input disks cracked inside the housing. No other components near the cracked inputs were damaged. The complaint regarding clip does not engage when deployed was confirmed by failure analysis. The probable root cause is attributed to use and reprocessing conditions.